Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was confirmed that there was fluid invasion on the scope connector, and that the instructions for use (IFU) states that the device may be broken when water enters it. Therefore, the suggested phenomenon was presumed to have been due to the breakage of the internal circuit board of the scope connector. The user may be able to reduce/prevent the suggested event by handling device in accordance with the following IFU: "precaution for disappeared or frozen endoscopic image follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. Make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. Do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd [charged coupled device] cable can result. - if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd. Important information ¿ please read before use. Warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
An olympus customer service coordinator reported on behalf of the customer, the evis lucera elite colonovideoscope displayed an e315 (scope error) code during preparation for use. The intended procedure was a colonoscopy that was completed using a replacement device. There was no patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Fluid ingress was evident throughout the plug body which can affect the video image and other electrical functionality. In addition, light cover glasses were chipped. The light cover glasses adhesive was worn. The optical cover glasses were chipped. The optical cover glasses adhesive was worn. The distal end adhesive was worn. The scope connector had excessive fluid ingress. The bending angle was reduced. The play of the up/down angulation control knob was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.